Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction and the sheath was inserted into the patient's femoral artery. The iab was inserted without difficulty, however the membrane would not inflate. At this time the "echo" showed "preserved left ventricular function" and the md did not request a second iab. The iab was removed and there were no reported patient complications. There was no reported patient death or injury. Medical / surgical intervention was not required. Iab therapy was not interrupted. The patient's outcome is listed as "fine".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.